Event description:
Tubing on cartridge of phaco machine kinked, preventing inflow of fluid during cataract surgery. This caused the anterior chamber of eye to shallow and the posterior capsule to come anteriorly where a hole was created in the posterior capsule by the phaco tip. The injury was detached at the time and successfully repaired via an anterior vitrectomy.